Manufacturer narrative:
(B)(4). Batch # m93g6f. The analysis results found that the 2cb5st instrument was received with the sleeve broken. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. Each device is visually inspected and functionally tested during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when the 2cb5st trocar was damaged, did the device separate or break as you stated "no pieces fell into the patient": --- no information.

Event description:
It was reported that during an unknown procedure, the sleeve of the trocar which had been inserted into the patient was damaged when a 12 mm trocar was inserted into the patient. Before the event, peritoneal tenting occurred after the 5 mm trocar was inserted into the patient. Therefore, the 12 mm trocar tried to be inserted into the patient with being held the 5mm trocar up and then, this event occurred. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.